Manufacturer narrative:
Results: the penumbra system 4max reperfusion catheter (4max) was kinked approximately 103.0 cm from the hub. Conclusion: evaluation of the returned device confirmed the penumbra system 4max reperfusion catheter (4max) was kinked. This damage may have occurred due to forceful manipulation of the 4max during preparation for use. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the penumbra system 4max reperfusion catheter (4max) became kinked at the mid-shaft. The 4max was damaged prior to use and was not used for the procedure. The procedure was completed using another 4max.